Manufacturer narrative:
Method: visual inspection, device history review, complaint history, material analysis, and risk assessment analysis. Results: visual inspection. On the inner shaft of the returned device on can see a hole at the distal end. This hole corresponds to the location of the pin that is used to fix the desired depth of drilling. The pin itself is absent. To prevent loss of the pin, it is welded all around by laser welding. One can see that the welding was done conforming to the specification as weld bead is going all around the pin holding hole. No other damages are found on the returned device. Device history review: device history was reviewed. No non conformities or deviations linked with reported event is found. Functional test and verification of appearance and shape were done on entire batch. Complaint history: in total, 5 complaints regarding 5 instruments were received for similar issue. Material analysis: during the static tests performed in the internal laboratory it was shown that under excessive compression load around 590 n applied to the drill guide, the pin can break. This additional load could be provoked when one changes the position of inner shaft inside drill guide without unscrewing the fixation nut. Risk analysis: there were no adverse consequences reported. Conclusion: during the static tests performed in the internal laboratory, it was shown that the pin can be broken under excessive compression load applied to the drill guide. This load could be provoked when one changes the position of inner shaft inside drill guide without unscrewing the fixation nut. The failure rate and associated severity are within predicted threshold, hence no corrective actions deemed necessary.

Event description:
It was reported that .. "Upon warehouse inspection, discovered inside tip was missing."